Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not product x-rays. No pt injury was reported.